Manufacturer narrative:
(B)(4). This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that six months post implant, the right ventricular lead exhibited noise reversion and over-sensing. Noise reversion was noted to increase in frequency. Also, it was noted that no obvious lead insulation breach was indicated. However, a kink was observed in initial fluoroscopy images. The patient presented for explant procedure on (B)(6) 2020. Noise was reproducible by manipulation of the pocket prior to explant. During procedure, the right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis of the lead found an external abrasion 8.8 cm to 8.9 cm from the connector pin breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie down impression. The cause of the reported events was isolated to external abrasion consistent with friction to the device can.